Event description:
Nellcor puritan bennett ventilator in use on pt. Alarm sounded and high-pitched constant sound from vent. Message flashed in red "vent inop" and "safety valve open", machine not giving respirations to pt. Pt required ambu bag ventilation for approximately 1/2 hour while respiratory therapist called in the set up new vent. Pt's o2 sats monitored along with heart rate and b.p. While ambu bag in use.